Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an upper endoscopy performed on (B)(6), 2010 (patients' age and gender are unknown). According to the complainant, during preparation, when they removed the device from the package, it was noticed that the sheath was pinched closed over the clip. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis, although a failure analysis has not been completed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an upper endoscopy performed on (B)(6), 2010 (patients' age and gender are unknown). According to the complainant, during preparation, when they removed the device from the package, it was noticed that the sheath was pinched closed over the clip. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink 1 distal from the handle. When the clip was functionally tested, it could not advance from the sheath. Further analysis of the distal sheath revealed that the tip was disfigured. It appears that during packaging, the pouch sealer came within close range of the sheath tip, causing it to melt when the pouch was sealed. The condition of the returned incident device was consistent with the complaint that the sheath was pinched over the clip; the complaint was confirmed. The most probable root cause has been determined to be a supplier manufacture error. A review of the device history record (DHR) was performed; no anomalies were noted.